Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient. The family member/friend reported that it has gotten harder and harder for the patient to charge their implantable neurostimulator (ins). They stated that the patient initially could turn the antenna and it would charge, but now they are unable to charge at all. The caller attempted to describe what the patient is seeing on the screen, but it was not clear. The caller was wondering if the patient needs to get their battery replaced soon. However, the caller did not believe the patient had seen elective replacement indicator (eri) yet. It was noted that the patient did not currently had a managing physician, therefore physician listings were sent. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.